Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of customer's hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 29mg/dl. The customer's most current level was 265mg/dl. The customer was treated with IV. The wife declined to troubleshoot for the lows. The wife states the customer's levels had been high. The customer's blood glucose level at the time of incident was 265mg/dl. The wife declined to troubleshoot and states they wanted the levels to remain high, due to the low incident they had. The customer was assisted with programing the pump.